Manufacturer narrative:
The user experienced recurrent hypoglycemia resulting in hospitalization while using the ilet. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hypoglycemia on the reported event date and demonstrated a pattern of inconsistent device use, frequent supply changes, cgm connectivity issues, and variable glucose management. Clinical assessment noted that the user reported memory difficulties and found it challenging to manage ilet therapy without full-time caregiver support, leading the user to discontinue ilet therapy and return to pre-ilet diabetes management. Based on available information, the event was attributed to use-related and non-device-related factors, rather than abnormal device performance. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 21-jan-2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia following a prior emergency room visit for hypoglycemia on (B)(6) 2026. The user was admitted to the hospital on (B)(6) 2026 for continued hypoglycemia; details regarding treatment and discharge were not available at the time of reporting. No long-term health effects were reported.